Manufacturer narrative:
The service center confirmed liquid crystal display (lcd) segments not showing on spo2 numbers. (B)(4).

Event description:
The customer reported that the n65 monitor is missing segments in the saturation of peripheral oxygen (spo2) numbers. The failure happened when the device was not being used on a patient.